Event description:
The customer reported that his olympus visera elite video system center was not producing an image during use. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The image was not present during testing. Additionally, a damaged video connector was noted while inspecting the device. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
Additional information received from the initial reporter noting the event (loss of image) occurred during preparation for use of a diagnostic procedure. The procedure was completed using a similar device. There was no patient harm or consequence reported as a result of the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the loss of image was due to bent video connector pins. The root cause of this event was unable to be identified. The event can be prevented by following the instructions for use which state: ¿important information ¿ please read before use: do not apply excessive force to this video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur. 6.3 connection of an endoscope: confirm that the electrical contacts inside the video connector socket of this instrument are not damaged. Confirm that the video connectors of the videoscope / camera head are not damaged.¿ olympus will continue to monitor field performance for this device.